Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient lost stimulation but did not fall or lift anything heavy. The programmer and charger both can communicate with the ipg. Reprogramming was tried on all contacts and the impedance readings were invalid on all contacts. X-rays were taken but no disconnects, fractures, or lead migration were seen. Revision surgery was scheduled on (B)(6) 2010. The leads were tested intra-operatively and both worked fine. The two extensions were replaced and the system is now providing the patient with stimulation.

Manufacturer narrative:
Evaluation: method- a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results- visual inspection revealed broken wires on both extensions at the strain relief. There was discoloration of the extensions and both showed signs of twisting. One extension also had instrument markings on the header. The functional testing was unable to be completed due to the broken wires. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "no stimulation" was confirmed. As received, the extensions wires are broken at the strain reliefs. No functional testing was performed due to broken wires. The lead segments and wires show signs of twisting. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.